Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of right coronary artery. A 3.00x8mm promus element plus drug-eluting stent was unpacked and inserted into the sheath. However, it was noted that resistance was felt, so the physician retrieved the device and the tip of the stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus ous 3.00x8mm stent delivery system catheter was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal stent region were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal end of right coronary artery. A 3.00x8mm promus element plus drug-eluting stent was unpacked and inserted into the sheath. However, it was noted that resistance was felt, so the physician retrieved the device and the tip of the stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.